Manufacturer narrative:
Approx age of device is 3.5 years. The patient remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx 3.5 years post-implant, it was reported that during a routine hospital visit, the patient experienced a pump stoppage while connected to a power module. The patient was connected to 14 volt batteries and the pump restarted. A red heart alarm and audible alarm were activated. The white outer insulation of the patient's percutaneous lead had damage and the bend relief of the percutaneous lead was loose. The following day the manufacturer's technical service representative replaced the external portion of the percutaneous lead. During the replacement, traces of fluid and discoloration were seen inside of the percutaneous lead. After the replacement, a decrease in pump speed and a red heart alarm was seen. The patient was placed on batteries and a non-grounded patient cable and the hospital will evaluate the patient further.